Manufacturer narrative:
Concomitant medical products: 305u23 tissue valve, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds the day after implant. Follow up was conducted with the clinician. No intervention was taken, and the lead remains in use. No patient complications have been reported as a result of this event.